Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a low reservoir alarm and was not able to clear. Customer reported to have then received a button error alarm and failed battery test. Customer's blood glucose was 120 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted. Unable to perform operating currents testing due to no button response. Unable to verify failed battery test alarm or low reservoir alarm due to no button response. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.